Manufacturer narrative:
The real intelligence foot pedal, part # rob10026, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. Testing found that the foot pedal functions normally. Orange pedal was observed to function normally when burring. A log file review was performed. The reported problem was confirmed. Review of the log files provided from console (B)(6) found multiple occurrences of foot pedal related errors. Discussion with the software team advised that this failure was most likely a hardware fault of the foot pedal receptacle. Although a definitive cause can not be determined, log files suggest that a possible cause may have been the foot pedal receptacle on the front panel of the cori console (B)(6) used was faulty, had a loose wiring connection, or had a loose connector fit. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka, a real intelligence foot pedal was working fine during the cut distal femur stage, but when at the tibia stage, it would not run. The tibial tracker and drill were both in view. Troubleshooting was performed by unplugging and plugging back the foot pedal cord, swapping the drill, and a hard restart; but these actions did not resolve the issue. The problem was resolved, after a non-significant delay, with a change to a manual technique, by using a sawbone along with a new orange pedal. No patient injury was reported due to this issue. The reported pedal was plugged afterwards and it would not work; it would run during a drill test but not on the tibial cut screen.

Manufacturer narrative:
Internal complaint reference: (B)(4).